Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided a cause for the reported difficulty to remove from the anatomy resulting in the reported unspecified tissue injury and single gripper actuation issue cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging due to the quality of imaging. Tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4641. Code 4614 was added.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, it was reported that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging. One triclip was successfully implanted. During deployment of the second triclip, the clip became entangled with the chordae. Troubleshooting was performed and was successful; however, one gripper became non-functional. Consequently, the clip was removed from the anatomy. Examination at the back table revealed tissue on the gripper. An additional triclip was implanted to reduce the remaining regurgitation. Post-procedure, tr was reduced to grade 2. There was no clinically significant delay.